Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up it was reported that the patient experienced fungal peritonitis. The breach in aseptic technique was further described as a pd complication. The patient discharged from the hospital and antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the peritonitis. It was reported the patient was retrained in proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. Three days after the event onset, the patient was hospitalized for the event. Six days after the event onset, the patient was treated with amikacin injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. It was reported that retraining on proper aseptic technique was not done. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.